Event description:
During implant, the guidewire of the left ventricular (lv) lead was unable to be removed. The event was resolved by explanting and replacing the lv lead. The patient was stable.

Manufacturer narrative:
The reported event of failure to remove guidewire was confirmed. As received, a complete lead was returned in one piece with a guidewire not inserted in the inner coil lumen. Guidewire insertion test found obstruction/restriction at the middle region of the lead. After cutting the lead at guidewire obstruction/restriction region to examine the condition of the inner coil lumen, the inner coil was found to be clogged with blood/body fluids. The cause of the reported event was isolated to the inner coil lumen clogged with blood/body fluids.